Manufacturer narrative:
Eval: cartridge lot number search. A cartridge lot number search was performed and no similar complaint found.

Event description:
The reporter stated the technician opened a cq cartridge-fp pouch and noted a clear moisture/liquid was present in the pouch. The cartridge was not used.